Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. After review of the complaint it is not clear if it is a malfunction of the chair that is causing the scraping of the patients back and legs, so we determined to file and MDR because of the potential. No RMA had been initiated for this issue. Model tdxsi-hd, serial number/date code (B)(4) was approximately 9 months old at the time of the incident. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a male who is (B)(6) but whose height is unknown. The consumer is a double amputee medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
He also alleges that he is scraping his back & legs when transferring in the chair on the arm support tube that he alleges protrudes out. Injury is alleged.